Event description:
It was reported that during the extraction for the right ventricular this right atrial lead got dislodged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.